Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. Customer's blood glucose was 243 mg/dl. Reportedly, the cartridge was changed to address the event.